Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was not reproduced. No further intervention has been performed at this time. The patient was stable and will continued to be monitored.